Manufacturer narrative:
The field service engineer determined the issue was caused by contamination of system reagents. The system reagents were replaced. The customer ran calibration and controls. Controls passed within the customer's specifications. Patient correlation studies were tested on the complained analyzer and a second analyzer. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. No incorrect results were reported outside of the laboratory. The customer did not know which results were correct. The sample initially resulted with an na value of 92 mmol/l, which repeated as 244 mmol/l. The sample initially resulted with a k value of 2.5 mmol/l, which repeated as 4.1 mmol/l. The sample initially resulted with a cl value of 182 mmol/l, which repeated as 106 mmol/l. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.